Manufacturer narrative:
Received 1 used medium arctic gel pad kit only. Received 2 thigh pads and 2 torso pads. The visual inspection noted that the clear plastic connector was damaged on the left torso pad. A functional evaluation was performed at which time the pads were submitted to a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, and details are as follows: left chest pad: a total of (B)(6) l/min m2 of flow rate were registered during the test. No leaks. Left thigh pad: a total of (B)(6) l/min m2 of flow rate were registered during the test. No leaks. Right chest pad: a total of (B)(6) l/min m2 of flow rate were registered during the test. No leaks. Right thigh pad: a total of (B)(6) l/min m2 of flow rate were registered during the test. No leaks. According to the test method, the flow rate for this product must be above 2.4 l/min m2. The flow rate was found to be acceptable for all four pads. No leaks were noted during this functional test. The product meets specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the set of medium arctic gel pads were leaking after being placed on a patient. As a result, the pads were replaced with a new set of medium arctic gel pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the set of medium arctic gel pads were leaking after being placed on a patient. As a result, the pads were replaced with a new set of medium arctic gel pads.

Manufacturer narrative:
The device was not returned for evaluation. The reported event is inconclusive. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device was not returned.

Event description:
It was reported that the set of medium arctic gel pads were leaking after being placed on a patient. As a result, the pads were replaced with a new set of medium arctic gel pads.